Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported.